Manufacturer narrative:
(B)(6). (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma" and "granuloma" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, subcapsular siliconomas, inflammatory seroma.

Event description:
Healthcare professional reported left side "rupture¿, " subcapsular siliconomas", ¿inflammatory seroma¿. Device explanted and replaced.